Event description:
It was reported that the pump time was incorrect, cause was unknown. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer adminstered a correction bolus via pump to address bg. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.